Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. The device was not returned after the removal procedure. Therefore, no analysis of the device was performed.

Event description:
It was reported that a few weeks after a successful implant of the latera absorbable nasal implant the patient experienced swelling which caused the tip of the implant to extrude superficially through the skin on one side of the nose causing an infection. The implant piece that was extruding was trimmed and removed and the patient was given antibiotics which resolved the swelling and infection.